Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, occlusion alarms occurred. Tandem technical support was unable to perform troubleshooting as the customer discarded the supplies prior to the call. Additionally, the customer received multiple, minimum fill notifications with multiple cartridges. In addition, the customer reported being unable to see drops exiting from the end of the tubing when performing the fill tubing step. Blood glucose level was 104 mg/dl. Reportedly, a new cartridge was loaded to address the issue.